Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that caps are coming off during centrifugation and transport. Non-patient impact reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that caps are coming off during centrifugation and transport. Non-patient impact reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo did not depict the reported defect. Therefore, a total of 29 retained samples were subjected to functional tests, with none of the samples showing defects related to stopper creepout or stopper pop off. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.